Event description:
The patient called lifescan and alleged the one touch basic enhanced meter would not turn on. The medical afairs specialist unsuccessfully attempted to contact the patient. The patient was feeling weak when attempting to use the meter. The patient contacted a medical professional and was advised to take food and/or beverage. The customer care representative performed troubleshooting and the issue was not resolved. There is no other information provided. Based on the information provided, there is indicatin the product malfunctioned due to the power issue, however there is indication the product malfunctioned due to the power issue, however insufficient information to indicate the patient suffered a serious injury. The meter was replaced and return expected.